Event description:
The lead was explanted due to a report of j rentention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: direct traction with locking stylet no complications.